Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, deflation, correction of asymmetry, change shape/size/style

Event description:
Healthcare professional reported via nbir left side "device migration/implant malposition, deflation, correction of asymmetry, and change shape/size/style". Device has been explanted and replaced with another manufacturer's device.